Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort, swelling and redness in the scrotum due to infection. The patient underwent a surgical procedure to remove the existing device, perform a washout and implant a new ipp. There were no device issues nor further patient complications reported.